Manufacturer narrative:
Mentor received additional information on 4/11/2018: date of event (B)(6) 2017. Rupture of the right breast prosthesis was diagnosed post procedure via self examination on (B)(6) 2017. Capsular contracture baker grade iii of the left breast prosthesis was diagnosed post procedure on (B)(6) 2018. The patient fully recovered. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 4/11/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor smooth round moderate profile, serial number (B)(4), catalog 3501645. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent breast augmentation revision with a mentor smooth round moderate profile 300cc saline prosthesis. Deflation on the right breast prosthesis and capsular contracture baker grade iii on the left breast prosthesis were diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018 with mentor memorygel breast implant 440cc gel prostheses. This report is for the left breast prosthesis.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent breast augmentation revision with a mentor smooth round moderate profile 300cc saline prosthesis. Rupture of the right breast prosthesis was diagnosed post procedure via self examination on (B)(6) 2017. Capsular contracture baker grade iii of the left breast prosthesis was diagnosed post procedure on (B)(6) 2018. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018 with mentor memorygel breast implant 440cc gel prostheses. The patient fully recovered. This report is for the right breast prosthesis. The device was received at mentor without fluid. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.2 cm on the posterior aspect. No other anomalies were discovered. The product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The device history record ( DHR) of lot number 5882165 reviewed on 6/6/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).